Event description:
It was reported that stuck on wire occurred. A 1.75mm rotapro was selected for treatment. During insertion, while inside the patient body, the rotapro burr became stuck with the rotawire. The rotapro was removed with force together with the rotawire. It was noted that no kink was observed on the rotawire. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.